Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was not opening. A field service engineer reseated the wires connecting the magnet and resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a cubie failure. The customer stated that this malfunction occurred while dispensing medication and customer had to access the medications from nearby machine or from pharmacy. There were no adverse events or injuries reported based on this event.